Event description:
Report received of an overdelivery of dilaudid due to operator error in programming the device. The prescribed order was for dilaudid 0.2mg/ml, pca dose of 0.1mg with a 15 min pt lockout. The pump, however, was inadvertently programmed to deliver a 1.0mg pca dose. The customer reported that in addition to the dilaudid, the pt had been receiving ativan and benadryl. The dilaudid was initiated at 5:30pm in 2001. The pt rec'd 25mg of benadryl at 8:15pm. At 8:55pm, it was noted that all of the dilaudid in the 30ml syringe had infused. The pt was described as being "cyanotic around the lips and disoriented". The pt experienced respiratory depression and was given assisted rescue breaths. A code was called the pca was turned off a new IV line was established and narcan 0.8mg was given IV push at 9:05pm. The pt's pulses were present at all times. At 9:12pm, it was reported that the pt's vital signs were stable, the pt's oxygen saturations were 98% while on 2 liters of oxygen, and the pt was talking to the staff. At 11:50pm the pt was requesting pain medication and was given morphine 2mg IV push. This was repeated at 12:30am and 1:15am. At 3:00am the dilaudid was reinitiated.